Manufacturer narrative:
The pump was returned for analysis and it was found that the device powered up and alarmed "ec 1720" as reported. This error indicates that there is an issue with the back-up capacitor. The back-up capacitor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 infusion system encountered error 1720 while running. There was no reported adverse events.